Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and evaluated. Visual observation revealed that the anchor is broken transversally along the cortical threads. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. The reported condition stated that the bone quality and off-axis insertion were not an issue so the root cause can be a combination of levering during insertion and incorrect instrumentation for bone hole preparation. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed with an unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot released to distribution. Further, a review into the depuy synthes mitek complaints system revealed another similar complaint for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair, it was observed that the customer's healix advance anchor, 4.5mm with permacord snapped in half on the third twist during insertion. The surgeon removed the broken pieces leaving no fragments in the joint. The surgeon completed the procedure with another like device in the same bonehole with no patient consequences or delays. The sales rep reported that the surgeon was not off axis and that bone quality was not hard. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.